Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was unable to turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device could not power on, and that main drawers 3.1 and 3.2 were causing the issue. A field service engineer replaced the pyxibus controller and both drawer controllers, reassigned the drawer positions, and restarted the system. No errors were observed upon restart, and the drawers were opened and closed without any issues. The system functioned as intended after the field service engineer repaired the device.